Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital vad coordinators that the patient was experiencing red heart alarms. A few days later the patient was admitted to the hospital for multiple red heart and yellow wrench alarms. Vent filter and waveforms were sent into the manufacturer. The hospital was able to explant the pump due to the patient's recovery; however, the pump remains in the patient, disconnected from all power sources as well as from the aorta and ventricle. It will be removed when the surgeon feels that the patient will not be at risk for infection when removing the driveline and pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.